Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead slacks were gone. Upon extraction of the right ventricular (rv) lead, it was noted that the slacks of both leads were gone. This lead remains in service. No additional adverse patient effects were reported.